Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the carbohydrates for a bolus and blood glucose (bg) lowered to 47 mg/dl. The customer's consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.